Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However a photo and image are provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure through common femoral artery, the pta balloon allegedly ruptured at 6 atm. However perforation of the popliteal vessel was resolved with balloon tamponade. It was further reported that another balloon was used to complete the procedure. The patient status was unknown.

Event description:
It was reported that during an angioplasty procedure through common femoral artery, the pta balloon allegedly ruptured at 6 atm. However perforation of the popliteal vessel was resolved with balloon tamponade. It was further reported that another balloon was used to complete the procedure. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 018 pta device was returned for evaluation. Three of medical images were provided for review. There appears to be extravasation from the below knee popliteal artery segment as well as numerous areas of arterial dissection. It is unclear from the images the sequence of events that led to this. Based on the image review, the reported balloon rupture cannot be confirmed. The sample was bloody within the balloon, no other anomalies was noted. The device was functionally tested using an in-house inflation device and a pinhole rupture was noted. Therefore the investigation is confirmed for the reported balloon rupture. The definitive root cause for the reported balloon rupture could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2023), g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.